Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to a flattened act button dome switch. The insulin pump was received with severely scratched display window, broken battery tube threads, a broken reservoir tube lip, a missing reservoir seal and a damaged keypad.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The blood glucose reading was 170 mg/dl. The customer states that the holster broke because it hit the wall. The b button was also hit against the wall. Troubleshooting was conducted on the insulin pump. The insulin pump will be replaced. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.